Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 23ga 1-1/4in bd (B)(4) had foreign matter inside the syringe. The following information was provided by the initial reporter: (B)(6) 2020, it is found that there is black ink inside the unopened syringe before use, so it should be stopped and replaced with a new syringe.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1903122 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no ink particles or other defects were observed with the syringes. Based on the investigation findings, this exact cause could not be confirmed.

Event description:
It was reported that syringe s2 5ml 23ga 1-1/4in bd china had foreign matter inside the syringe. The following information was provided by the initial reporter: 2020-09-30, it is found that there is black ink inside the unopened syringe before use, so it should be stopped and replaced with a new syringe.